Manufacturer narrative:
(B)(4) date sent: 09/08/2025 d4: batch #unk additional information was requested, and the following was obtained: did both cartridges, gst60t/gst60b, used with the same device, pcee60a both cartridges, gst60t and gst60b, were used with the same device, pcee60a, and it was used with the same device. · please provide details regarding the type of oozing observed. The bleeding was of a minor oozing nature. ·were there any issues noted with the staple line other than bleeding (such as malformed staples, missing staples, etc.) No. How was the bleeding controlled additional suturing was performed ·how much blood was lost (ml) not clear did the patient require a transfusion no ·were there any consequences to the patient or changes in post-operative care as a result of the event? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during ssppd for dissect the laparotomy, it was observed that two areas (pylorus and jejunum) were oozing. The reinforcing material was buried in pds: pylorus=>60t + slr and jejunum=>60b + slr. The sales rep thought that this was due to the height of the cartridge, but the doctor reported it as a cartridge defect. The cartridge colors were blue and black. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No additional information provided.